Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed its investigation. The failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found the have a broken grip at the midpoint to distal tip of the grip. A piece approximately 0.18" x 0.035" physical damage. No cables show any signs of fraying or breakage. The root cause of broken instrument grips tips is typically attributed to misuse, such as excess force applied to the instrument jaws. A review of the instrument log for the tip-up fenestrated grasper instrument (470347-12/n11211011 0069) associated with this event has been performed. Per the logs, the instrument was last used on 30-mar-2022. No image or video clip for the reported event was submitted for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the tip-up fenestrated grasper instrument tip was broken. There was no report of patient involvement or reported injury. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed no patient harm; however, had no further information to provide.